Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the battery of the device would not lock into place; a known good battery locked into place with no issue. The comment of a static-like noise was not able to be confirmed. Analysis also noted that the touch-screen of the device stopped tracking intermittently, and it was replaced. The device passed final functional and system tests.

Event description:
It was reported that the programmer would produce a static like noise through the speaker when the battery was connected, but if line power was disconnected the noise would go away. If the battery was disconnected and reconnected the noise would go away, but would come back after a period of time. Additionally it was reported that the battery received with the programmer would not lock in to place, but another battery would. The caller was advised to return the programmer for service. There was no patient involvement. It was further reported that the programmer has been returned. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.